Event description:
Upon removal of the patient's leads from their back, 2 burn marks noted from the eeg leads. Eeg leads removed and burning was noted to the eeg itself and patients back. Neolead ECG electrodes ref n301 was faulty. When the lead was removed from the patient skin, patient has a burned mark. Notes from subject matter expert upon event review: potential reaction to leads causing skin irritation. This caused minimal temporary harm.